Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation/anxiety - product/procedure was received on oct 03, 2024, with catalog mcghan300cc . Based on the product analysis performed, the assessments of the complaints are: deflation: observed opening device assessed as surgical damage. Anxiety - product/procedure: unable to observe since it is not related to the device. As per the investigation procedure wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "smaller." Sales representative on behalf of healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product." Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "smaller".

Event description:
Patient reported right side is "smaller." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced. Healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product" "any creases observed during surgery" and "had add on mastopexy".